Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the cable/wire on joint was protruding. No missing or fallen pieces were reported. No injury no harm.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.